Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 15-nov-2023. H6: investigation summary: eleven samples received by our quality team for investigation. Upon visual evaluation, no defects or issues observed on the syringes. Further testing was performed, no leakage observed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Event description:
It was reported while using bd¿ syringe with needle leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: fluid & blood leak out.

Event description:
It was reported while using bd¿ syringe with needle leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: fluid & blood leak out

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.